Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer attempted multiple usb cables that were confirmed to be functional. Customer reported blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement pump was received.